Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response due to flattened dome switch on act button. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's blood glucose was 223 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.